Manufacturer narrative:
(B)(4). Investigation summary: two photos were received and evaluated. The photos showed partial close-up images of two 3ml amber oral syringes at the flange area with the plunger rod partially pulled out. It was observed that one rib of the plunger rods was cracked in both images. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement. A quality notification was issued for damage affecting function. Product was re-qualified per applicable aql before production resumed. Batch 9052601 was inspected, and accepted based on meeting our inspection control plan, and subsequently approved for shipment. Potential root cause for the damaged plunger rod defect is associated with the assembly process. It is likely due to a part being caught in assembly tooling impacting passing plunger rods and cracking their ribs. Based on the investigation performed, this defect was likely temporary and self-correcting. Product was re-qualified per applicable aql when the defect was found during packaging process. It is possible a limited number of syringes with this defect remained mixed in with the good product. No corrective actions are necessary based on the defective rate identified. Batch 9052601 is considered in compliance with our product specification requirements. The defect was found by manufacturing personnel and a re-qualification was performed per aql in (B)(4). No additional training is necessary. This type of defect may occur at a low frequency during high speed manufacturing when the machine is functioning properly. Therefore, increasing the pm occurrence may have no effect.

Event description:
It was reported that 6 bd¿ oral dispensing syringes 3 ml experienced broken/damaged plunger rods which were noted during use. The following information was provided by the initial reporter: during a visual inspection of the 3ml syringes post filling, 6 syringes were found with the defect. These syringes were from the same batch as the previous reported incident: description: syringe oral 3ml amber; product number: (B)(4); batch number: 9052601. Po number: (B)(6).